Event description:
On 12/29/98 failed percutaneous transluminal coronary angioplasty with stent deployment in the proximal left anterior descending/left main coronary artery. Pt to emergency coronary artery bypass graft x 5 utilizing cardiopulmonary bypass. Pt was discharged from hosp 1/3/99.